Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device leakage occurred in the ward. There were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
The returned product was patent. There was tape, cotton, and string tied along the tubing and on the patient line stop cock. The catheter attached to the patient line had cotton, tape, and string wrapped around the catheter itself as well as the connection between the catheter and the patient line. The product did not meet the requirements for leak test due to cracks in the stopcock of the patient line. Two of the stopcocks that connects the patient line with the tubing connected to the chamber. The one not attached to the system had cracks on two of the outlets. It is unknown how this damage occurred. The instructions for use cautions, ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Leakage could result in complications such as patient infection, underdrainage or overdrainage, as well as user infection.¿ proteinaceous debris was observed on the interior of the edms in the patient line. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a problem of leakage that occurred during the use of the cerebrospinal fluid drainage kit. It was stated the product was damaged and replaced with a new one.